Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, that their bottom teeth hit the back of their top teeth, when they bite down. There is space, that has been created in the front. Their back tooth, that had a filling has cracked and a crown that fell out, that needed repaired. The patient has spoken with their dentist and they will be starting invisalign. Stopped the byte aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.